Manufacturer narrative:
The customer returned 1 vial of anti-d, lot dmb46-1 and patient sample. Returned and retention anti-d, lot dmb46-1 were tested with known d-negative and d-positive, including weak d cells. The return and retention product gave the expected reactions. The returned patient red cells were tested with return and retention anti-d, lot dmb46-1, and other manufacturers anti-ds. No reactions were observed at the immediate spin phase of testing (is); however, weak positive reactions were seen at the antiglobulin phase (iat) in all tubes, including the control reagent. Similar weak reactions were seen with the returned patient cells when tested with anti-igg, -c3d; positive direct antiglobulin test. The return and retention anti-d were used to test o, d-negative and b, d-negative red cells. All reactions were negative at is. The retention anti-d was negative at iat with both cells while the return anti-d was microscopically positive with the b, d-negative cells and negative with the o, d-negative cells. The investigation reproduced unexpected positive reactions with the returned sample and reagent. Investigation supports that the observation is unique to the patient cells and the returned vial of anti-d reagent.

Event description:
Customer stated that a patient tested as rh-positive (2+) using gamma-clone anti-d (monoclonal blend) in 2004. The next day, qc testing was performed using the reagent, and microscopic agglutination was observed when testing the a1b d-negative qc cells. The customer retested the patient sample as rh-negative, including weak d negative. The patient was transfused 4 units of b, rh-positive blood based on the initial results.